Event description:
At the end of the procedure, the catheter disconnected at the fourth spline. During the procedure, the catheter did not collapse into sheath at the end of the case for removal. Therefore, the sheath and catheter were removed together. Upon removal, the tip of mapping catheter was disconnected at the fourth spline. No adverse effects or vascular events to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fracture at the fourth spline remains unknown.

Manufacturer narrative:
Correction: d2b.